Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Customer¿s other blood glucose was 266 mg/dl, 77 mg/dl, 167 mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Customer did received calibration not accepted. Sensor glucose value was 83 mg/dl. Insulin delivery was not suspended due to sensor glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege pump was under delivering. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.